Event description:
A complaint was received from a facility. The caller stated that in 2003 a patient's dex system reported a result of 525 mg/dl. Even though the patient did not exhibit symptoms of hyperglycemia. Paramedics were summoned. Upon their arrival they checked the patient's blood sugar and received a result of 193 mg/dl (method unknown). While on the phone a review of the system was conducted. Electronic checks as well as normal control results were satisfactory. It was explained to the customer that no malfunction of the system was observed and proper reagent fill was emphasized. The complaint is considered closed for purposes of MDR.